Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the lot number was not provided therefore the DHR could not be reviewed. Stock product reviewed results the lot number was not provided therefore the stock product could not be reviewed. Investigation methods/results per the reported information, the customer mentioned that the reported driver was sent back and based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. However, an implant was returned with the implant holder. The implant was verified to be a hahn tapered implant ø3.5 x 13 mm (70-1154-imp0009) using the radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the driver during the implant placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the procedure and the insertion torque value. IFU 570 rev 5 (hahn tapered implant system) contains the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 5 (hahn tapered implant system) contains the following statement in the methods of implant placement section: "option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant." Manufacturer internal reference number: (B)(4). CAPA 2024-005.

Event description:
A healthcare professional reported a hahn tapered implant had to be explanted immediately after initial placement on tooth number 9. It was reported that the issue was with the insertion driver and the implant was placed into the patient's bone, but it had to be removed immediately because there was a piece of the insertion driver stuck inside of the implant. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury, and no additional procedures were reported.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. The healthcare professional does not know the lot number for the driver used, therefore the product information is unknown. If the information becomes available a supplemental report will be submitted with product information. Manufacturer internal reference number: (B)(4).